Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer's blood glucose was 400 mg/dl. Customer stated they had needle anomaly as they used harder part of the body to insert he needle. The insulin pump will be returned for analysis.